Event description:
A surgeon reported a corneal burn occurred using torsional ultrasound during a grade 2 cataract extraction, through a 1.9mm incision. A company rep was in the or during this event. Additional information has been requested.

Manufacturer narrative:
There was no request for service, and no components were returned for evaluation. Additional information was provided to customer regarding possible causes of thermal injuries. Questionnaires have not been returned to date.